Event description:
The customer reported that there was a solid red x on the screen of the device and a shock equipment malfunction message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that there was a solid red x on the screen of the device and a shock equipment malfunction message. There was no reported pt involvement. This complaint is still being investigated. A r/u report will be submitted upon completion of the investigation.